Event description:
It was reported that during implant, the lead dislodged from its original septal position and was repositioned in the apex. It was further reported that the r waves decreased during the implant, but that the r waves were stable in the unipolar configuration. The lead remains in use and was programmed for unipolar sensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.